Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported air bubbles were noted in the reservoir and in the infusion set. Air bubbles are one to two centimeters. Air bubbles occurred after five to six hours. Customer stores the insulin in room temperature. No prefilled reservoirs in use. High pressure test was performed and no leaks were noted. Customer was advised to use a different reservoir from a different package. Customer uses humalog. Reservoir was changed three times in one day. Customer was advised to see if the insulin might be causing the bubbles. Customer's blood glucose was 14 mmol/l. No further information reported.